Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges this device had led to damage to the lungs and fear of secondary diseases. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The action is pending before the princely district court of lichtenstein. There is no confirmed information on the whereabouts of the device, but it is assumed that the plaintiff is keeping the device for a forensic examination. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.